Manufacturer narrative:
(B)(4). It was not determined that this was a device diagnostics anomaly. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency after receiving high voltage therapy. Upon interrogation of the implantable cardioverter defibrillator, it was discovered that the device did not have any episodes of high voltage therapy in the device diagnostics. Further examination found that the episodes were not present in the electrogram on merlin on demand. It was determined that the electrogram was corrupted. The physician was unable to determine if the shock therapy episodes were appropriately delivered. Previous electrogram showed the device had rapid ventricular response and some episodes of ventricular tachycardia. The physician then elected to implant an atrial lead for additional rhythm discrimination. On april 20th, 2020, the device was replaced to accommodate the atrial lead without further incident. The patient was in stable condition during and following the procedure.